Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon interrogation, the pulse generator exhibited post paced t-wave oversensing. The device was reprogrammed. The patient remained asymptomatic.